Event description:
Description of event according to initial reporter: patient with celect filter placed, (unknown date of implant, unknown lot #) came in for another issue and the filter was discovered. Will schedule for retrieval, but there is concern over broken secondary struts and tilt in renal vein. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.